Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01797950. (B)(4). The history records indicate this product was final inspection tested at (B)(4) limited and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the emerald diagnostic guidewire stretched during the procedure. Additional information reported that it occurred after the guidewire became fixed/caught in the lesion during withdrawal. The device was torqued against resistance and upon removal the wire was noted to be stretched. The core wire of the returned device was noted to be broken. With follow-up it was reported that it was only noted to be stretched upon removal; it was not noted that it was broken. The device was used for treatment of a chronic total occlusion with a non-bifurcating, severely calcified and tortuous vessel with 90% stenosis. The device had not been resterilized prior to use and was not kinked or damaged prior to insertion into the patient. The wire was not reshaped prior to use. There was no resistance/friction with other devices and it did not kink while being used. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved normally; i.e. There was good torque response. The wire tip did not repeatedly prolapse during placement; however, it remained in a prolapsed position during treatment of the lesion. One non-sterile guidewire dgw .035 mc str 260cm amp ss was received for analysis. The distal coil was found unraveled/stretched. The core wire was broken about 1 cm from its distal end; 14 cm from the core distal section was out of the coil wire and showed several kinks. When observed under microscope, the distal tip was found broken. Sem results showed that the core wire fracture surfaces presented evidence of bending, smearing and ductile dimples characteristics. Reverse bending and/or pulling could be related to these surface characteristics. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01797950. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported stretched condition of the guidewire was confirmed; additionally the core wire was found to be broken. Based on the sem analysis with evidence of bending, smearing and ductile dimples characteristics, it appears that procedural factors including reverse bending and/or pulling may have contributed to the event. With review of the available clinical information, it appears that procedural factors including vessel characteristics contributed to the withdrawal difficulty and device manipulation resulting in the reported event. The returned device did not present any obvious indications of manufacturing defect or anomaly. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, the guidewire was stretched. The device will be returned for investigation. When the product was returned the core wire was broken.

Event description:
Addendum received (B)(6) 2011: vessel was severely calcified, tortuous, and 90% stenosed. The lesion was a cto. The guidewire stretch occurred during the withdrawing process. The wire behaved normally during the procedure. The wire became fixed or caught during the withdrawal. The wire was torqued against resistance.